Manufacturer narrative:
Date sent to FDA: 05/21/2020. It was reported that following the procedure, the patient experienced urinary tract infection, back and groin pain.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure in (B)(6) 2014 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 2/4/2021. Additional information: d1, d4, d6a, e1, g4. Additional b5 narrative: it was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2014 and mesh was implanted.

Manufacturer narrative:
Date sent to the FDA: 2/11/2021. Additional information: d4, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.